Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. (B)(4).

Event description:
Customer reportedly received the following results, with two different meters, within 10 minutes: 330 mg/dl (aviva system 1) and 127 mg/dl (aviva system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.